Event description:
A malfunction was reported on a customer's pump with a malfunction code displayed as malf 5. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and ensured that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappears.